Event description:
It was reported that the patient presented to the hospital for a follow-up on 2 sep 2022. Upon interrogation of the pacemaker, it was noted to be in backup vvi mode due to low battery. Further interrogation was not possible. The pacemaker was explanted and replaced. The patient was in stable condition.